Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to retrieve a customer response to a potential adverse event (pae) questionnaire. A customer response was never received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and an evaluation confirmed the customer allegation. The device was not working and no image was displayed due to bad cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head was not working. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.